Event description:
A customer contacted haemonetics on (B)(6) 2012 to report that a check would drain error appeared on the cardiopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report that a check wound drain error appeared on the cardiopat machine. No donor or operator injury was reported. Upon eval, a blood spill was discovered internal to the device. Component which were replaced due to the blood spill include the driver board, compressor, wall vacuum assembly and battery pack. The machine is now ready for use. (B)(4).